Event description:
Customer reported the system would not boot. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. Customer will contract with 3rd party for repair.